Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced a dosing stoppage when the cgm disconnected and no blood glucose value was entered, and the user was unaware that bg entry is required in bg run mode to continue dosing; the user could not recall whether glucose levels were affected. Symptoms included insufficient information to characterize any clinical effects. Outcomes included insufficient information regarding impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.